Event description:
It was reported that the patient experienced a hemorrhagic cerebral vascular accident (cva). A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications during the implant procedure that were reported to have occurred. The patient was reported to have awoken from the laac procedure and seemed to be confused. A computed tomography (CT) scan was ordered which revealed an intercranial hemorrhage. The patient required surgical intervention. The patient remained in the hospital due to the hemorrhagic cva. Patient status: the patient was reported to have passed away.